Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) bacteremia infection. Reportedly, there was a contamination on the device; however, the source of the contamination was unknown. There were no additional adverse patient effects reported. The ICD was explanted.